Event description:
The implantable neurostimulator would not charge in the operating room, possibly due to telemetry issues caused by electro-magnetic inference. The hcp opted to implant a different neurostimulator. The device was removed from the operating room environment. There were continued recharging issues. The recharger was left on the device and approx 20 to 30 minutes later, it did begin to recharge.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed that the implant bit was set prematurely on (B)(6) 2008 then the device sat idle until (B)(6) 2008 where it went into lock mode.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).